Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had coupling and communication issues between the device and the recharger. The device was noted to be easy to palpate and was shallow because of the pt's thin body. The device was not tilted but the neurostimulator maybe be flipped although this was not confirmed. It was confirmed that the pt was revised on (B) (6) 2010. His neurostimulator (ins) was flipped. It was flipped back over and there were no problems with communicating or recharging. His lead was also repositioned to increase coverage. The pt was doing well.